Manufacturer narrative:
The product was not returned; therefore, product analysis is not possible and conclusions related to product use or contribution cannot be made.

Manufacturer narrative:
The investigation is not complete. The report will be updated when the investigation is complete.

Event description:
Per wang et al, complications of ankle fusion for treating late sequelae of ankle injuries, there was a report of a broken screw at 4 months, which was treated nonoperatively with immobilization via a plaster cast. The patient exhibited bony union after immobilization of 6 months. The implant was described as a 7-mm dual head compression screw. (Journal article references 18 patients).